Event description:
Lunette received a complaint from the chinese wholesaler, who received the message from their chinese retailer. Customer of the retailer claimed that she has uterine prolapse, which happened after using a menstrual cup. The retailer and the customer were asked to be in direct contact with lunette's customer service and were replied with general information of pelvic organ prolapses and cup use. The retailer and the customer did not contact customer service for further details.